Manufacturer narrative:
As part of the post market study, the scope was sterilized and returned to the service center for evaluation. A visual inspection on the scope identified an excess amount of foreign yellowish color substance throughout the inside the instrument channel and suction channel. There was no sign of foreign substance/materials found on the external areas of the insertion tube, bending section cover, and distal end. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of the scope's instrument history records indicates the scope was last repaired on december 15, 2017. The cause of the foreign yellow/brown substance and the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
As part of the post market surveillance study, olympus personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the scope. The following deviation was noted: someone entered and or left the sampling room. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. Based on the investigations (microbiological analysis, reprocessing procedure review, destructive sampling review), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, as part of the post market surveillance study, olympus will continue to investigate this complaint to obtain more detailed information regarding the cause reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for klebsiella oxytoka and candida tropicalis after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the deconstructive sampling test results and the results of the endoscopy support specialist (ess) reprocessing observation. The ess visited the user facility to observe the reprocessing practice of the technician who reprocessed the scope and to provide a reprocessing in-service training. The ess observed reprocessing staff cleaning the tjf 160vf and all methods in the reprocessing manual and on tracks were followed. There were no deviations noted. The subject scope was sent for destructive sampling at an external laboratory. The destructive sampling identified enterococcus cloacae, klebiella pneumonia, enterobacter asburiae and roseomonas mucosa that are categorized high concern organisms. Klebiella pneumoniae was also identified in the initial sampling. During destructive sampling, the external expert observed the following: -bleaching/discoloration of the glue of the bending section. -a detachment of the glue of the bending section, the distal end cover. -a hole in the glue at the distal end cover and around the nozzle -a presence of oxidation at the distal end body and under the glue of the distal light guide lens. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.